Event description:
It was reported that a screwdriver not suited to the hexalobular screw component was used during a surgery. Additional information received in 2009 revealed that the difficulty inserting the screw component resulted in a 30 minute delay. Report is being filed due to the delay in the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event. Date of event - unknown; lot number and expiration date - unknown, date implanted - unknown, age of device - unknown; device manufacture date - unknown.